Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep met with a patient (pt) today and saw the pt was not programmed at all. Mdt rep. Called to get guidance in setting up the lead select screen for the pt. Pt's extension(s) was not registered and unclear how the pt was configured internally. Technical services (tss) provided some lead select guidelines and options for the mdt rep. Given that the extension was unclear. During the call, mdt rep. Mentioned potential impedance issues where either 4-7 or 8-11(depending on which extensions were used) were out of range, specifically that 8-11 were over 10,000. Mdt rep. Saw that 0-3 electrodes were within range and useable(no matter the lead select configuration), so tss suggested that the mdt rep. Use programs 0-3 for programming purposes. Mdt rep. Said pt got therapy in back with programs 0-3 programmed. Tss called the mdt rep. Back, to provide more details on specific lead and extension configuration. Mdt rep. Said the pt had already left, but they managed to program the pt with 2 programs(electrodes 0 and 2 and 1 and 3). Mdt rep. Said the pt felt therapy in their right back and leg and down their left leg, but mdt rep. Could not get programming to cover their left back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: updated with the most new accurate information all coding updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were unsure as to why the patient was never programmed. Rep stated patient reached out to their doctor and said she thought her battery was dead or not working. Rep scheduled her to come in and when interrogated the battery with the tablet the battery was ¿good¿, and her program was off. The leads were not aligned properly within the tablet configuration. The doctor was informed of the situation. Rep followed up with the patient and she was still happy with the therapy.